Event description:
A report was received that the patient had an infection at the pocket site after a previous explant procedure of the ipg (MFR report #: 3006630150-2013-01552). The pocket site had not completely healed from the previous procedure. The physician could not tell if infection was device or procedure related. The patient was administered with antibiotics and the remaining lead was explanted.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.